Manufacturer narrative:
(B)(4). The mfg documentation for the device used in this case was reviewed and all quality and mfg release criteria were met. In addition, the complaint database was reviewed and no additional reports of this type were found for this lot. The catheter was returned and investigated according to volcano policy. The guide wire was not returned. There was no visible damage to the catheter. A .014 inch guide wire was passed through the catheter lumen without resistance. We were unable to determine what may have caused the entanglement. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that the guide wire became entangled with the catheter while delivering the catheter to the lesion. The catheter and guide wire were removed together. This is being reported for notification only; it is volcano's policy to report cases where the guide wire and catheter are removed as a single unit. No pt injury was reported.